Event description:
Patient reported that they are experiencing difficulty charging their recharger for their st. Jude stimulation system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).